Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that the pump was intermittently able to be programmed while the lockout switch was in the locked position. The pump was returned to the biomedical engineering dept with a sticker that stated, "damaged." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was noted that the pump was intermittently able to be programmed while the lockout switch was in the locked position. Though requested, no add'l info was provided, including whether there were any adverse pt effects while the device was in the clinical setting.